Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; thirty minutes after starting up the device, motor fault alarm occurred. The customer reported performing the battery discharging test and ventilator inoperable alarm occurred after five minutes. The customer reported the battery checked, however the issue was not resolved. The customer reported there is no patient involvement associated with the event.